Event description:
This case was initially received via regulatory authority (B)(4) (reference number: (B)(4)) on 05-apr-2017. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ("nickel, chrome and tin allergy") and pyelonephritis ("pyelonephritis / urinary tract infection that did not cede despite numerous treatments") in a female patient who had essure (batch no. C26960) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced arthropathy ("joint problems in neck and arms"), muscle disorder ("muscle problems in neck and arms"), neck pain ("neck pain") and pain in extremity ("arm pain"). In (B)(6) 2016, the patient experienced fatigue ("fatigue worsened over the months and became constant and intense"). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), dyspareunia ("pain during sexual intercourse"), pyelonephritis (seriousness criterion medically significant), cystitis ("recurrent cystitis"), anaemia ("anaemia was discovered"), migraine ("frequent intense migraine"), memory impairment ("real difficulties of memorization"), dizziness ("dizzy spells"), feeling drunk ("feeling of drunkenness"), acne ("skin eruption/acne on back"), loss of libido ("loss of libido") and herpes virus infection ("herpes"). The patient was treated with surgery (bilateral salpingectomy planned on (B)(6) 2017). At the time of the report, the allergy to metals, dyspareunia, pyelonephritis, cystitis, arthropathy, muscle disorder, fatigue, anaemia, migraine, memory impairment, dizziness, feeling drunk, acne, loss of libido, neck pain, pain in extremity and herpes virus infection outcome was unknown. The reporter provided no causality assessment for acne, allergy to metals, anaemia, arthropathy, cystitis, dizziness, dyspareunia, fatigue, feeling drunk, herpes virus infection, loss of libido, memory impairment, migraine, muscle disorder, neck pain, pain in extremity and pyelonephritis with essure. The reporter commented: physiotherapy and osteopathy sessions. Removal of inserts scheduled for (B)(6) 2017 with bilateral salpingectomy. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: positive for nickel, chrome and tin. Blood test - on an unknown date: found nad. Colonoscopy - on an unknown date: found nad. Endoscopy - on an unknown date: found nad. Nuclear magnetic resonance imaging - on an unknown date: nad. Spinal x-ray - on an unknown date: nad. Further company follow-up with the regulatory authority is not possible. Company causality comment: this spontaneous consumer report, received via health authority (ha), refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced nickel, chrome and tin allergy and pyelonephritis / urinary tract infection that did not cede despite numerous treatments. A device removal was now planned, approximately 2.5 years after the placement. Both events were considered serious due to medical significance. Allergy to metals is anticipated in the reference safety information of essure, pyelonephritis is unanticipated. The essure inserts consist of a nickel-titanium alloy, and allergic reactions to essure may develop after the insertion, more frequently against the nickel component. In this particular patient, the allergy tests proved positive for nickel, chrome, and tin. Given the nature and course of the event, and based on the allergy tests, the causality of essure was considered related. Pyelonephritis is an infection of the renal pelvis mostly caused by ascending urinary infections. Under normal circumstances it is not conceivable that micro-inserts placed in the fallopian tubes cause or contribute to upper urinary infections, therefore, the causality for this event was considered unrelated. The patient reported numerous other events of general nature, per se non-serious and mostly unanticipated. The case was classified as incident in line with the ha assessment and due to planned device removal. A product technical analysis is expected. No active follow-up can be pursued in this ha case.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm - heath authorities in france, reference number: (B)(4)) on 05-apr-2017. The most recent information was received on 08-mar-2019. This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("nickel, chrome and tin allergy"), device breakage ("a fragment of right essure was found on CT scan post surgery/ on post-operative x-ray") and pyelonephritis ("pyelonephritis / urinary tract infection that did not cede despite numerous treatments") in a 44-year-old female patient who had essure (batch no. C26960) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiple caesarean sections, lumbar disc herniation (l5-s1), nickel sensitivity, pyloric stenosis and drug intolerance. Previously administered products included for an unreported indication: qlaira, surgestone and melodia. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced asthenia ("asthenia") and arthralgia ("secondary joint pain"). In (B)(6) 2015, the patient experienced arthropathy ("joint problems in neck and arms"), muscle disorder ("muscle problems in neck and arms"), neck pain ("neck pain") and pain in extremity ("arm pain"). In (B)(6) 2016, the patient experienced fatigue ("fatigue worsened over the months and became constant and intense"). On (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and complication of device removal ("there was an implant breakage during attempt to remove essure"), 2 years 8 months after insertion of essure. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), pyelonephritis (seriousness criterion medically significant), dyspareunia ("pain during sexual intercourse"), cystitis ("recurrent cystitis"), anaemia ("anaemia was discovered"), migraine ("frequent intense migraine"), memory impairment ("real difficulties of memorization"), dizziness ("dizzy spells"), feeling drunk ("feeling of drunkenness"), acne ("skin eruption/acne on back"), loss of libido ("loss of libido") and herpes virus infection ("herpes"). The patient was treated with surgery (bilateral salpingectomy with uterine horn resection on (B)(6) 2017 and total hysterectomy via laparoscopy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the allergy to metals, device breakage, pyelonephritis, dyspareunia, cystitis, arthropathy, muscle disorder, fatigue, anaemia, migraine, memory impairment, dizziness, feeling drunk, acne, loss of libido, neck pain, pain in extremity and herpes virus infection outcome was unknown, the asthenia had not resolved and the arthralgia and complication of device removal had resolved. The reporter provided no causality assessment for acne, allergy to metals, anaemia, arthropathy, cystitis, dizziness, dyspareunia, fatigue, feeling drunk, herpes virus infection, loss of libido, memory impairment, migraine, muscle disorder, neck pain, pain in extremity and pyelonephritis with essure. The reporter considered arthralgia, asthenia, complication of device removal and device breakage to be related to essure. The reporter commented: physiotherapy and osteopathy sessions. Essure was removed on (B)(6) 2017 with bilateral salpingectomy with uterine horn resection. There was an implant breakage during attempt to remove essure with right fragment found on post surgery CT scan. An additional surgery was performed for total hysterectomy via laparoscopy on (B)(6) 2017. The removal was performed after request of the patient and was medically necessary. The broken parts were removed in uterus. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 58 kgs. Allergy test - on an unknown date: cutaneous allergy tests were positive for nickel. Lymphocyte activation test found negative for nickel and titanium, positive for chrome and tin. Blood test - on an unknown date: results: found nad. Colonoscopy - on an unknown date: results: found nad. Computerised tomogram - on an unknown date: insertion procedure was checked 3 months after insertion with abdominal CT scan. Results on an unknown date: fragment of right essure found post surgery. Endoscopy - on an unknown date: results: found nad. Nuclear magnetic resonance imaging - on an unknown date: results: nad. Spinal x-ray - on an unknown date: results: nad. X-ray - on an unknown date: fragment was visible on this post-operative exam. Quality-safety evaluation of ptc: based on the technical assessment, lot number was provided therefore, the quality unit conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Further company follow-up with the regulatory authority or attorney is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2019: information was received from attorney via legal department. Patient¿s historical condition included: spinal disc herniation l5-s1, plyorus stenosis and she poorly tolerated pills (qlaira, melodia and sugestone). Historical drugs included qlaira, melodia and surgestone.the essure insertion had been performed on (B)(6) 2014: 3 trailing coils on right and 5 coils on left.on (B)(6) 2017, bilateral salpingectomy was performed with removal of uterine horns. Removal was not completely performed on right side; a fragment was visible on post-operative x-ray.on (B)(6) 2017, hysterectomy was performed. We received a lot number in this case. A technical investigation was conducted, including a batch review and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm - heath authorities in france, reference number: (B)(4)) on 05-apr-2017. The most recent information was received on 22-may-2019. This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('nickel, chrome and tin allergy'), device breakage ('a fragment of right essure was found on CT scan post surgery/ on post-operative x-ray') and pyelonephritis ('pyelonephritis / urinary tract infection that did not cede despite numerous treatments') in a 44-year-old female patient who had essure (batch no. C26960) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiple caesarean sections, lumbar disc herniation (l5-s1), nickel sensitivity, pyloric stenosis and drug intolerance. Previously administered products included for an unreported indication: qlaira, surgestone and melodia. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced asthenia ("asthenia") and arthralgia ("secondary joint pain"). In (B)(6) 2015, the patient experienced arthropathy ("joint problems in neck and arms"), muscle disorder ("muscle problems in neck and arms"), neck pain ("neck pain") and pain in extremity ("arm pain"). In (B)(6) 2016, the patient experienced fatigue ("fatigue worsened over the months and became constant and intense"). On (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and complication of device removal ("there was an implant breakage during attempt to remove essure"), 2 years 8 months after insertion of essure. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), pyelonephritis (seriousness criterion medically significant), dyspareunia ("pain during sexual intercourse"), cystitis ("recurrent cystitis"), anaemia ("anaemia was discovered"), migraine ("frequent intense migraine"), memory impairment ("real difficulties of memorization"), dizziness ("dizzy spells"), feeling drunk ("feeling of drunkenness"), acne ("skin eruption/acne on back"), loss of libido ("loss of libido") and herpes virus infection ("herpes"). The patient was treated with surgery (bilateral salpingectomy with uterine horn resection on (B)(6) 2017 and total hysterectomy via laparoscopy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the allergy to metals, device breakage, pyelonephritis, dyspareunia, cystitis, arthropathy, muscle disorder, fatigue, anaemia, migraine, memory impairment, dizziness, feeling drunk, acne, loss of libido, neck pain, pain in extremity and herpes virus infection outcome was unknown, the asthenia had not resolved and the arthralgia and complication of device removal had resolved. The reporter provided no causality assessment for acne, allergy to metals, anaemia, arthropathy, cystitis, dizziness, dyspareunia, fatigue, feeling drunk, herpes virus infection, loss of libido, memory impairment, migraine, muscle disorder, neck pain, pain in extremity and pyelonephritis with essure. The reporter considered arthralgia, asthenia, complication of device removal and device breakage to be related to essure. The reporter commented: physiotherapy and osteopathy sessions. Essure was removed on (B)(6) 2017 with bilateral salpingectomy with uterine horn resection. There was an implant breakage during attempt to remove essure with right fragment found on post surgery CT scan. An additional surgery was performed for total hysterectomy via laparoscopy on (B)(6) 2017. The removal was performed after request of the patient and was medically necessary. The broken parts were removed in uterus. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 58 kgs. Allergy test - on an unknown date: cutaneous allergy tests were positive for nickel. Lymphocyte activation test found negative for nickel and titanium, positive for chrome and tin. Blood test - on an unknown date: results: found nad. Colonoscopy - on an unknown date: results: found nad. Computerised tomogram - on an unknown date: insertion procedure was checked 3 months after insertion with abdominal CT scan. Results on an unknown date: fragment of right essure found post surgery. Endoscopy - on an unknown date: results: found nad. Nuclear magnetic resonance imaging - on an unknown date: results: nad. Spinal x-ray - on an unknown date: results: nad. X-ray - on an unknown date: fragment was visible on this post-operative exam. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority or attorney is not possible. Most recent follow-up information incorporated above includes: on 22-may-2019: quality-safety evaluation of ptc. We received a lot number in this case. An additional technical investigation was conducted, including a batch review and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm - heath authorities in france, reference number: r1704889) on 05-apr-2017. The most recent information was received on 07-feb-2019. This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("nickel, chrome and tin allergy"), device breakage ("a fragment of right essure was found on CT scan post surgery") and pyelonephritis ("pyelonephritis / urinary tract infection that did not cede despite numerous treatments") in a 44-year-old female patient who had essure (batch no. C26960) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section, herniated disc and nickel sensitivity. On (B)(6) 2014, the patient had essure inserted. In january 2015, the patient experienced asthenia ("asthenia") and arthralgia ("secondary joint pain"). In october 2015, the patient experienced arthropathy ("joint problems in neck and arms"), muscle disorder ("muscle problems in neck and arms"), neck pain ("neck pain") and pain in extremity ("arm pain"). In august 2016, the patient experienced fatigue ("fatigue worsened over the months and became constant and intense"). On (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and complication of device removal ("there was an implant breakage during attempt to remove essure"), 2 years 8 months after insertion of essure. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), pyelonephritis (seriousness criterion medically significant), dyspareunia ("pain during sexual intercourse"), cystitis ("recurrent cystitis"), anaemia ("anaemia was discovered"), migraine ("frequent intense migraine"), memory impairment ("real difficulties of memorization"), dizziness ("dizzy spells"), feeling drunk ("feeling of drunkenness"), acne ("skin eruption/acne on back"), loss of libido ("loss of libido") and herpes virus infection ("herpes"). The patient was treated with surgery (bilateral salpingectomy with uterine horn resection on (B)(6) 201and total hysterectomy via laparoscopy on (B)(6) 2017). At the time of the report, the allergy to metals, device breakage, pyelonephritis, dyspareunia, cystitis, arthropathy, muscle disorder, fatigue, anaemia, migraine, memory impairment, dizziness, feeling drunk, acne, loss of libido, neck pain, pain in extremity and herpes virus infection outcome was unknown, the asthenia had not resolved and the arthralgia and complication of device removal had resolved. The reporter provided no causality assessment for acne, allergy to metals, anaemia, arthropathy, cystitis, dizziness, dyspareunia, fatigue, feeling drunk, herpes virus infection, loss of libido, memory impairment, migraine, muscle disorder, neck pain, pain in extremity and pyelonephritis with essure. The reporter considered arthralgia, asthenia, complication of device removal and device breakage to be related to essure. The reporter commented: physiotherapy and osteopathy sessions. Essure was removed on (B)(6) 20167 with bilateral salpingectomy with uterine horn resection. There was an implant breakage during attempt to remove essure on (B)(6) 2017. The removal was performed on (B)(6) 2017 but with right fragment found on post surgery CT scan. An additional surgery was performed for total hysterectomy via laparoscopy on (B)(6) 2017. The removal was performed after request of the patient and was medically necessary. The broken parts were removed in uterus. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 58 kgs. Allergy test - on an unknown date: cutaneous allergy tests were positive for nickel. Lymphocyte activation test found negative for nickel and titanium, positive for chrome and tin.. Blood test - on an unknown date: results: found nad. Colonoscopy - on an unknown date: results: found nad. Computerised tomogram - on an unknown date: insertion procedure was checked 3 months after insertion with abdominal CT scan. Results on an unknown date: fragment of right essure found post surgery. Endoscopy - on an unknown date: results: found nad. Nuclear magnetic resonance imaging - on an unknown date: results: nad. Spinal x-ray - on an unknown date: results: nad. Quality-safety evaluation of ptc: based on the technical assessment, lot number was provided therefore, the quality unit conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Further company follow-up with the regulatory authority or attorney is not possible. Most recent follow-up information incorporated above includes: on 7-feb-2019: after review and confirmation from french health authority, case 2018-002932 (MFR# 2951250-2018-00217) was found to be a duplicate on this current case and therefore it will be deleted from bayer database and all its content is being transferred to this remaining case 2017-067995. Information regarding essure removal, removal date was updated to 16-oct-2017. New events were also provided: asthenia, arthralgia, and device braeakage. We received a lot number in this case. A technical investigation was conducted, including a batch review and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via (B)(6) ((B)(4)) on 05-apr-2017. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ("nickel, chrome and tin allergy") and pyelonephritis ("pyelonephritis / urinary tract infection that did not cede despite numerous treatments") in a female patient who had essure (batch no. C26960) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced arthropathy ("joint problems in neck and arms"), muscle disorder ("muscle problems in neck and arms"), neck pain ("neck pain") and pain in extremity ("arm pain"). In (B)(6) 2016, the patient experienced fatigue ("fatigue worsened over the months and became constant and intense"). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), pyelonephritis (seriousness criterion medically significant), dyspareunia ("pain during sexual intercourse"), cystitis ("recurrent cystitis"), anaemia ("anaemia was discovered"), migraine ("frequent intense migraine"), memory impairment ("real difficulties of memorization"), dizziness ("dizzy spells"), feeling drunk ("feeling of drunkenness"), acne ("skin eruption/acne on back"), loss of libido ("loss of libido") and herpes virus infection ("herpes"). The patient was treated with surgery (bilateral salpingectomy planned on (B)(6) 2017). At the time of the report, the allergy to metals, pyelonephritis, dyspareunia, cystitis, arthropathy, muscle disorder, fatigue, anaemia, migraine, memory impairment, dizziness, feeling drunk, acne, loss of libido, neck pain, pain in extremity and herpes virus infection outcome was unknown. The reporter provided no causality assessment for acne, allergy to metals, anaemia, arthropathy, cystitis, dizziness, dyspareunia, fatigue, feeling drunk, herpes virus infection, loss of libido, memory impairment, migraine, muscle disorder, neck pain, pain in extremity and pyelonephritis with essure. The reporter commented: physiotherapy and osteopathy sessions. Removal of inserts scheduled for (B)(6) 2017 with bilateral salpingectomy. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: positive for nickel, chrome and tin, blood test - on an unknown date: found nad, colonoscopy - on an unknown date: found nad, endoscopy - on an unknown date: found nad, nuclear magnetic resonance imaging - on an unknown date: nad, spinal x-ray - on an unknown date: nad . The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 12-may-2017 for the following meddra preferred term: allergy to metals. The analysis in the global safety database revealed 258 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: based on the technical assessment, lot number was provided therefore, the quality unit conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 12-may-2017: quality-safety evaluation of ptc. Company causality comment: this spontaneous consumer report, received via health authority (ha), refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced nickel, chrome and tin allergy and pyelonephritis / urinary tract infection that did not cede despite numerous treatments. A device removal was now planned, approximately 2.5 years after the placement. Both events were considered serious due to medical significance. Allergy to metals is anticipated in the reference safety information of essure, pyelonephritis is unanticipated. The essure inserts consist of a nickel-titanium alloy, and allergic reactions to essure may develop after the insertion, more frequently against the nickel component. In this particular patient, the allergy tests proved positive for nickel, chrome, and tin. Given the nature and course of the event, and based on the allergy tests, the causality of essure was considered related. Pyelonephritis is an infection of the renal pelvis mostly caused by ascending urinary infections. Under normal circumstances it is not conceivable that micro-inserts placed in the fallopian tubes cause or contribute to upper urinary infections, therefore the causality for this event was considered unrelated. The patient reported numerous other events of general nature, per se non-serious and mostly unanticipated. The case was classified as incident in line with the ha assessment and due to planned device removal. A product technical investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. No active follow-up can be pursued in this ha case.